Event description:
Healthcare professional additionally reported "pain and capsular contracture," baker grade unknown.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified opening crease sharp on posterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.